Event description:
It was reported that during a liver resection procedure, the clips did not hold on the tissue. No other details of the event are known. No patient impact reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and two unformed clips were fed. The remaining clips were formed conforming according to our manufacturing specifications. In order to evaluate the condition of the device's internal components, the device was disassembled and the antibackup mechanism was noted damaged. The unformed clips were determined to be caused by an intermittent failure of the anti-backup feature. Possible causes for this condition may be attempting to squeeze the device handle when it has not fully returned or stopping the firing sequence and pulling the handle open. The batch record was reviewed and no anomalies were noted during the manufacturing process.